Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician inserted the boston excel 14 catheter inside the cook 6fr shuttle and arrived at the sac of the aneurysm with some friction. The physician begins to insert the axium implant coil into the aneurysm, but the implant coil prematurely detaches so he pushed the implant coil into the aneurysm and concluded the procedure. No pt injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation without the implant coil. The cause for the experience reported could not be determined as all parts of the pusher were within specifications and absent of the implant coil. (B)(4).